Event description:
Hold for du/7/21it was reported an issue with monoplus suture.the client (veterinarian) reported that 2 threads detached upon opening the box.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.